Manufacturer narrative:
A product investigation is in progress.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Tampons were uncomfortable [medical device site discomfort]. Tampons were all completely unraveled - tampon [device breakage]. When I went to change them they were all completely unraveled - tampon [complication of device removal]. Case description: consumer reported via e-mail that tampons unraveled during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Tampons were uncomfortable [medical device site discomfort]. Tampons were all completely unraveled - tampon [device breakage]. When I went to change them they were all completely unraveled - tampon [complication of device removal]. Case narrative: consumer reported via e-mail that tampons unraveled during removal. No serious injury reported.